Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/20/2019. Device evaluation summary: it was reported that a 38-year-old female who underwent breast augmentation revision with mentor siltex round moderate profile 425cc saline prostheses experienced left sided deflation and right sided capsular contracture (baker¿s grade unknown) post procedure. This evaluation relates to the left prosthesis. During analysis of the sample an area of siltex cracking was observed in the posterior aspect. During leak testing, within the area of siltex cracking a tear of 0.3 cm was noted. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 5993867, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with mentor siltex round moderate profile 425cc saline prostheses experienced left sided deflation and right sided capsular contracture (baker¿s grade unknown) post procedure. Both issues were diagnosed by a physician. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. See 1645337-2019-10351 for contralateral prosthesis report.